Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had a broken battery cap on their insulin pump. The patient's blood glucose level was 558 mg/dl at the time of the call. The customer stated that they visited their healthcare provider to get long acting insulin as a back-up plan until a new battery cap is shipped to them. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.